Event description:
It was reported that a patient presented for magnetic resonance imaging (MRI) on (B)(6) 2022, where loss of capture was noted on the patient's left ventricular lead upon interrogation. The MRI was not performed, and no intervention was reported. The patient was stable throughout.